Event description:
Event description cpi received information that during removal of a tracheotomy tube, a patient's implantable cardioverter defibrillator (ICD) exhibited oversensing. The physician has elected to monitor the patient.